Event description:
It was reported that during stent deployment, high friction forces were observed and the stent was released with some effort. Due to the high deployment force it was not possible to hold the catheter system stable and the stent foreshortened to 9 cm. The procedure was completed successfully with two competitor's stents. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.